Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not recognize the cartridge. Customer's blood glucose ranged from 80-278 mg/dl. Reportedly, customer continued to use pump for insulin therapy.